Manufacturer narrative:
(B)(4). Product evaluation pending.

Event description:
The user is questioning the functionality of the device during the analyzation process stating the device repeatedly said "analyzation interrupted."